Event description:
A center director reported that the patient presented with a decrease in vision at distance and at near in the left eye approximately 1 month post lasik. The patient commented that the left eye feels dry but no pain or redness. The patient was noted to have loose corneal epithelium. The patient was prescribed eye drops and will return to follow up at a later date. Additional information received states that the patient is doing well,the vision has improved, and the patient will continue the previously prescribed eye drop regimen.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR wil be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).